Event description:
It was reported that during a liver resection procedure, the automatic feed in the mcm30 jammed. The ace36e stopped working part way through a case. The sc45a jaws wouldn't release after firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with one ecr45w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Liver. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Not sure. During which stroke did the event occur? Not sure. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No buttressing. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, or firing)? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.